Manufacturer narrative:
H.4: corrected device manufacturing date from 07/04/2019 to 7/11/2019. This complaint has been evaluated. No physical sample or photo has been received. A batch record review was conducted resulting in the following: urinary catheter in question was packed under system application products material identification 1307389 and manufacturing lot number 9g00967 in amount 64 000 pieces on packaging machine p012. The catheters were assembled under subassembly lot number 9g01055 on machine a021. The production process run according to the process instruction g905500. A visual inspection of catheters performed according to testing method 428 is a part of in process inspection. Then the product was packed according to the instruction for packing g905703 v.55 and visual inspection is a part of in process inspection during packaging process too. Lot number 9g00967 was sterilized under lot 24a190806. Review of the device history record showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lots. A query was run against material number 1307389 for foreign matter within product (sterile products) on january 18th, 2020 which yielded one occurrence within past three years. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the facility "while opening the inner pouch the nurse discovered some strings along side the suction catheter, looking like plastic dust, but could also look like fungi. The other suction catheters in the strip of products (strip of 4 linked together) seems ok through the plastic pouch". The product was not used on a patient, no harm reported. No photograph received depicting reported complaint issue was received by the complainant.